Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor paired to the user¿s phone had lost connection to the ilet pump, and after the user performed a pump restart the cgm data appeared to resume, with the display showing high glucose readings. Symptoms included hyperglycemia as indicated by cgm readings reported as high. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting over the phone that led to a device restart. Investigation of this case revealed a cgm-to-pump pairing failure with subsequent restoration of data flow after the restart, indicating a transient connectivity issue between the pump and cgm. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or pairing disruption resolved by a restart.